Event description:
Patient was here for an outpatient procedure: left endoscopic frontal sinusotomy, total ethmoidectomy, maxillary antrostomy with polypectomy, and septoplasty. Imaging failed during intra-operative period. Unable to reboot system. Surgeon had difficulty performing the procedure, but successfully completed the procedure.